Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During the procedure, the grounding pad had an issue and a burn was noted. Attempts were made to gather further information, however, the account has no further information.